Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the nail migration is suspected to be a lack of proper screw use to stabilize the nail. The infection was treated. Each infection is addressed individually and taken very seriously by both the attending surgeon and sign surgeons at sign headquarters. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. A second surgery was performed to remove the nail. Removal does not indicate a defect in the product or a failure of the implant. Properly treated infections represent a minimal risk to the patient. Sign fracture care international continues to monitor these events as part of our post market activities.

Event description:
We became aware on 6/22/2017, that a sign im nail implanted to repair a fracture had to be removed due to nail migration through the knee causing infection in the knee. The nail was removed and the infection treated. The fracture had healed fully so no further treatment was needed. Surgeon comment: "one for the "how not to do it" presentation. I have no idea why I didn't put a proximal locking screw. I removed the implant and patient is doing fine now. It was done in 2011, so probably one of my first cases and he never showed up for follow up until the nail started protruding."